Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. There was no difficulty experienced implanting the 27mm navitor valve and no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 3.9mm and the final non-coronary cusp implant depth was less than 4mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a complete left bundle branch block. It's noted that the patient developed a first degree atrioventricular block after a left anterior descending (lad) artery percutaneous coronary intervention. On (B)(6) 2024, the decision was made to implant a leadless permanent pacemaker. The cause of the patient's left bundle branch block is attributed to implant of the 27mm navitor valve and degenerative cause. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported heart block could not be determined. The reported hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.